Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the medial port was found lying on the floor. It was broken away from the hub of the cvc. Issue was resolved by medications administered through peripheral IV line. No patient injury or consequence.

Manufacturer narrative:
(B)(4). A 3-lumen catheter marked 7fr x 16cm on the juncture hub was returned for evaluation. The catheter exhibited signs of use. The medial extension line had separated from the juncture hub. The medial extension line tubing was necked down between approximately 5 and 9mm from its distal end. When the tubing was reinserted into the juncture hub, it appeared as though it had been stretched at the entrance to the juncture hub. The medial extension line tubing was measured and it was observed that the tubing was stretched at least 0.5cm. The tubing could be reinserted into the juncture hub 0.6cm. A DHR review could not be performed as a lot number was not provided and there was no record of sales history for this product for this customer. The report that the medial extension line pulled out of the hub was confirmed through examination of the returned sample. The medial extension line was separated from the juncture hub. The extension line tubing was stretched where it entered the hub indicating force had been applied to it prior to separation from the hub. Based on the condition of the sample and the report that the separation occurred during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the medial port was found lying on the floor. It was broken away from the hub of the cvc. Issue was resolved by medications administered through peripheral IV line. No patient injury or consequence.